Manufacturer narrative:
The event occurred in the us. The rotaflow console displayed an ¿unknown error message¿. Customer could not remember the error message. The customer replaced the rotaflow console with another unit and everything worked fine. The customer confirmed on 2021-05-19 that no getinge service will be ordered as the device was taken out of use. Based on these investigation results the reported failure "unknown error message" could not be confirmed. However, the failure mode "unknown error message" can be linked to the following most possible root causes according to our risk management file (dms# 2023689): - defective motor control electronics. - pump stop intervention after technical error (e.g. Pump runaway, error head) - sensor error (bubble, level, pressure (in hl20 mode), flow). - software error. - wrong intervention limits. - unintended rpm change by user. - unintended switch off by user. - application of contrast agents. - freeze of microcontroller sab80c517. - defect of micro controller pici 14000. - defect of transformer. - defect of internal power supply (dc/dc). The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
Event occurred in us. The following was reported: "customer received "multiple error messages" from his colleague. Unknown by the reporter what these messages were. Customer proceeded to run therapy with just rotaflow in the pump while attempted to swapped pumps". Additional information: the affected device was not as stated in initial complaint a hl 20. The device involved was a rotaflow console. The rotaflow displayed an ¿unknown error message¿. Customer could not remember the error message. The customer replaced the rotaflow console with another unit and everything worked fine. No indication of actual or potential for harm or death has been reported. Complaint ID: (B)(4).